Event description:
The pt presented to the oral surgeon with severe headaches, limited jaw opening and pain 8 to 10 years post-op. During the post-op period, the pt underwent multiple surgeries for a brain tumor. Upon review of the pt's CT scan, it was shown that the fossa-eminence prostheses bilaterally, had displaced into the middle cranial fossa. Additionally, from the CT scan it appears that the right fossa-eminence prosthesis fractured allowing the condylar prosthesis head to penetrate into the middle cranial fossa.

Manufacturer narrative:
During a conversation between tmji and the oral surgeon, it was suggested that during the multiple surgeries for the brain tumor, the pt had to be intubated and therefore the jaw was forced open. This may have caused or contributed to the implants being pushed up into the middle cranial fossa.